Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to poor performance issue with the device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 17, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 09, 2024.